Manufacturer narrative:
Please note: this event was previously reported within the required 30 day time frame but was mistakenly reported under incorrect manufacturer report number 2016493-2018-00441. No product was returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported after 30 minutes of a blood bag being hung, the set began leaking from inside the module. Water was run through the tubing, but no leaks were found in the set. There was no patient harm.